Event description:
Pt had a suspicious mass on the right breast and had a subcutaneous mastectomy with free nipple graft and immediate implant was placed. Pt did well with no complaints and "ned" until recent years when pt complained of deformity of the breasts. The scars are indenting and the implants are becoming smaller and are developing some local pain in the right more than the left with no history of trauma. Pt denies change in texture/firmness and has some systemic complaints but does not know if they are related to implants and is otherwise healthy.